Event description:
Patient was undergoing a phacoemulsification and implanation of an obc model u640e5, 22o diopter, posterior chamber iol implant procedure of the right eye. The phaco pick used to perform in the bag phacoemulsification has a two piece tip which is placed intraocularly to help manipulate the nucleus. A fragment of this tip came loose intraoperatively and presumably caused a rent in the posterior capsule. A partial anterior vitrectomy was performed and the iol was placed. (Also see attached clarification report and picture done by md)device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.